Event description:
The customer reported the fiber was returned due to "decreased tissue vaporization and scattered beam/forward firing issues". No add'l info was available. Pt outcome: "no injury to pt reported".

Manufacturer narrative:
Fiber analysis: the fiber cap remains intact and attached. The fiber cap was found to be melted and drilled through; the cap was also found to exhibit char and detritus. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The fiber/cap conditions would cause forward firing. Analysis of the returned fiber card verified usage of 8,310 joules on 05/26/2013; this date is past the device expiration date. The most probable root cause of the device issue was suspected to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.